Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information of a pocket infection. The entire system was explanted due to (B)(6) and vegetation. Masses were noted on the aortic valve leaflets. There were no additional adverse effects reported.